Manufacturer narrative:
(B)(6).

Event description:
It was reported that part of the insulation sheath came off from the tip of the wand during use. The broken piece was retrieved using a mechanical shaver. The procedure was completed using another wand without further issue. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification shows the bottom left electrode has been damaged with scuff marks present on the left side of the spacer. There is a significant amount of scratch marks on the exposed shaft and the black shrink tube near the tip has been detached with damage to the surrounded black shrink tube which is consistent with coming into contact with another metallic object. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was generated as intended. The suction line was tested and saline flowed through-out the line without hesitation. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.